Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1jge7, product type: lead; product ID: 3387s-40, lot# va1kh9h, product type: lead; product ID: neu_stylet_acc, product type: accessory; product ID: neu_stylet_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Lot #'s: va1jge7 & va1kh9h) showed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1jge7, product type: lead. Product ID: 3387s-40, lot# va1kh9h, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that two leads had high impedance out of box during the implant procedure. The first lead showed high impedance in the 6000 ohm-range when tested with the twist lock at 3.0 v on all combinations of contact 1. Contact 1 was tested with the alligator clip and was in the 4799 ohm range. The lead was replaced however all combinations of contact 1 were in the 10,000 ohm range. A new twist lock was used with the same outcome. A third lead was opened and this lead had normal impedances when tested at 0.7 v. No patient symptoms or further complications were reported as a result of this event.